Manufacturer narrative:
Device history record for lot reported was evaluated and no issues were observed. Product was manufactured, inspected, and released in accordance with procedures. IFU was reviewed and it includes hypotony and shallow chamber as known complications and adverse reactions. Distributor reported that post-surgery iop has been well and no adverse event has been reported by the doctor. Pod1 iop was 11mmhg and pod3 was 14-15 mmhg.

Event description:
After ac insertion, ac started to collapse. Checked leaking location by injecting bss to ac, and it was leaking at the agv main body fixed area.